Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain and reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. The old pump medication was 30 mg/ml dilaudid at a dose of 6.401 mg/day. It was reported that the healthcare provider (hcp) told the patient he was cured and the patient stated he would be happy as he could be if he was cured. The patient stated he didn¿t like any of this stuff he was going through right now. The patient stated the reason he thought the hcp thought the patient was cured was because he didn¿t have the catheter going into the right area and the patient only had one increase in his long term oral pain medication. The patient stated he was on the brink of losing his farm and had fear of not having the pump and/or oral medications. The patient got rear-ended in an automobile accident on (B)(6) 2016. Starting on (B)(6) 2016, the patient stated his neck was hurting from being rear-ended. The patient had some changes in the disc according to the CT scan. The CT scan revealed that the pump catheter in l2 had come loose. The patient was notified by phone on a friday (date not specified) about the results and was made aware he had a major issue stating the pump medication was coming down from l2 into the tissues and not in the right area. In (B)(6) 2013, the patient stated he had a cat scan due to prostatitis. When they were investigating the broken catheter they went back and looked at this CT scan from this issue and noticed the catheter was broken at this time too, which wasn¿t caught at the time of the CT scan. The patient stated he was nervous because there was a miscalculation that cut the patient off pump medication and the patient couldn¿t drive into the hospital. The patient stated he was dismissed by the hcp 5 months ago. The hcp spoke with the patient, but had been calling the prospective clinics 2 and 3 times. The patient was worried he wouldn¿t get another pump managing hcp. The patient stated when he was around (B)(6) he was diagnosed with degenerative disc disease and was able to go until age (B)(6) before needing fusion and surgeries that went well. The patient had a l5-s1 fusion and then got to a point where they weren¿t able to get out of the chair. The patient¿s l4 and l5 were weak and no one would cut on him. The patient stated that these were the reason he was implanted with the pump and managed with oral pain medications in addition to the pump. There were no further complications reported. It was reported that the patient had been discharged from the clinic in 2016 and the healthcare provider (hcp) no longer had anything to do with the pump. Therefore, the hcp would not be filling out the paperwork sent regarding what was going on with the patient¿s pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.